Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device revealed the post of the insert has partially fractured and remains attached. The device show signs of wear and some discoloration. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our research lab noted significant, widespread damage to the posterior surface of the posterior-stabilizing post which potentially resulted from cam/post impingement. Such extensive damage from the top of the ps post to the base suggests laxity in the knee, which is consistent with this revision from a 10 mm-thick insert to a 15 mm-thick insert as noted in the provided operative reports. The damage observed on the posterior surface of the post combined with the propagated crack suggests that repeated impingement of the ps cam on the thinner, superoposterior surface of the post resulted in the initiation of a crack, which then propagated in an anterior direction. As this crack propagated, the top portion of the post was bent in an anteroinferior direction, which reduced the jump height necessary for dislocation to occur. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision knee surgery was performed after the implant dislocated when the patient was kneeling down, also causing the post of the poly insert to fracture. The patient underwent an open reduction of dislocated left knee replacement arthroplasty, polyethylene liner exchange, irrigation and debridement.